Event description:
The customer said they checked their blood glucose on the suspect device and obtained a result of 84 mg/dl. They then said that they had a car accident soon after. When emergency medical technician checked pt's glucose they obtained a reading of 32 mg/dl. They were taken to the hosp and dosen't know if they received any treatment. Controls were not used. The device was replaced and requested to be returned for eval.